Event description:
It was reported that during knee arthroplasty the locking mechanism of the articular surface fractured upon insertion. Another device was used to complete the procedure and the fractured articular surface was discarded. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.